Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on (B)(6) 2020. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria found in q04.01.003 rev. Af, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ lot h20071.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium, chloride, and ionized calcium results on an 88 year old male patient with fatigue & dizziness. There was no additional patient information available at the time of this report. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The potassium result of >9 along with the low ica result of 102 are consistent with edta contamination. The customer stated that as a general practice they use syringe flushed with heparin only. The use of edta could be confirmed. The investigation is underway.